Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels due to nurse changing there pump settings. Blood glucose level at the time of incident was 525 mg/dl. Customer stated that they were using the auto mode. Customer treated hyperglycemia with manual injections. The troubleshooting was performed. The insulin pump will not be returned for analysis.